Event description:
It is reported that a 5 year follow-up in 2004, surgeon noted on x-ray that osteolytic lesions or cysts had formed around threads and tip of screws used to affix plate. Plate was not loose. Surgeon revised polyethylene articular surface and put grafts in at the lesions. Three months subsequent to this revision, the pt experienced a stress fracture of tibia and resultant varus shift.